Event description:
The previously reported implant loss was inaccurate. The patient had an exuberant soft tissue reaction and the swelling made it look like a missing implant and abutment.

Event description:
Patient seen for follow-up where no issues were noted. The next day it was reported to clinic that the implant had extruded.